Event description:
It was reported that the atrial output on the external pulse generator was lower than it was set to. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Heart lead flex is out of specification; one diode on the atrial side of heart lead flex has low resistance. Battery release, lead flex cover, and battery drawer are contaminated. Side bail covers and ring cover are broken. Lcd (liquid crystal display) is missing segments. Upper and lower cases are broken and contaminated.